Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis and the reported issue was confirmable using artemis; large number of m-12 and m-10 errors were logged on 16-december-2025 and 17-december-2025. M-1c errors logged on 16-december-2025 highly likely to be related. M-32 and m-b1 errors also logged in artemis. Inspection during fa process was able to find errors in erbe logs that match the timeframe and fault condition reported but were unable to replicate on site. Th erbe generator was tested on system, all operations successful. M-12, m-10, m-1c errors in erbe logs from 16-december-2025 and 17-december-2025 match event timeline. However, errors are highly likely to be related to drawer footswitches, not iesu/erbe generator. Upon visual inspection, unit found to have slight but present scuffing on underside of front bezel. Very slight hazing and small rub mark in paint on top of cover. The complaint was confirmed based on failure analysis. The probable root cause may be attributed to installation issues preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient surface.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the erbe generator was not working, as neither the bipolar nor monopolar energy cord connections were being recognized. The customer attempted to reboot the erbe but was unsuccessful, subsequently switching to another energy generator. Multiple error logs indicated that activation was already requested when the erbe was powered on or when a module was connected, with repeated references to checking the footswitch in the drawer. There was also a log of maximum activation time being exceeded. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu) to correct the reported problem. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.